Event description:
The customer contact reported during testing at the user facility that the device touchscreen was out of calibration. Prior to testing, the device had been returned to the biomedical dept for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing found that the keys on the device touchscreen would randomly get stuck and become unresponsive. The probable cause was due to a broken touchscreen due to contamination caused by a fluid ingress that altered the characteristics of the screen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.